Manufacturer narrative:
Device history records review was conducted. The report indicates that the: DHR review for: part#03.010.072, lot#7869711, manufacturing location: (B)(4), manufacturing date: 03.jul.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: during an intraoperative revision surgery on (B)(6) 2016, the depth gauge is measuring 4mm too long. There was a 10 minute surgical delay as the surgeons had to take screws out and put shorter screws in. The surgical procedure was a success and the patient is stable. This complaint is confirmed. However, the returned instrument is actually not part #03.010.072. The sleeve is a component of 03.010.072 which measures up to 110mm lengths, the slider body component returned is actually a component of another depth gauge which measures up to 150mm in length. The root cause for this complaint is most likely due to in-attentiveness during sterile processing (combining components from 2 different depth gauges incorrectly). A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Additional narrative: patient weight was not available for reporting. Device is an instrument and is not implanted/explanted. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial tibia nailing procedure on (B)(6) 2016, the depth gauge was found to be measuring 4mm too long. There was a ten (10) minute surgical delay as the surgeons had to take screws out and put shorter screws in. The surgical procedure was a success and the patient was reportedly stable postoperatively. This report is 1 of 1 for (B)(4).